Event description:
The physician was attempting to implant a vitamesh for a laparoscopic inguinal hernia repair. Later that day, the hosp had to remove the vitamesh due to the tacks that were used to fixate it were tearing thru the mesh. She used a piece of prolite instead. MFR ref #: 3004859928-2015-00001.